Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging pneumonia, headaches, dizziness, and short of breath. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has been returned to manufacturer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.